Event description:
The following has been alleged by a pt: on (B)(6) 2010, the pt had a hernia surgery to repair an abdominal bulge. The pt started having pain and swelling in the abdomen right after surgery. On (B)(6) 2010, the pt went to the ER, and had a CT scan. The pt was referred to her surgeon because she had an abscess in the abdomen. A drain was placed. On (B)(6) 2010, the pt presented to the ER where they had to "scoop out the infection". Drains were placed intermittently. The pt suffered chronic pain. On (B)(6) 2011, the pt was diagnosed with a bowel obstruction. On (B)(6) 2011, a wound vac was placed. The pt reports the mesh as being "broken", infected, and "growing" into her organs. The pt additionally alleges that she continues with an open abdominal wound, and can not complete household chores due to neuropathy, she also alleges to have been diagnosed with (B)(6).

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the patient and requested add'l info including medical records, relevant tests results, operative reports, and product identifiers. The pt alleges that she developed an infection following implant, infection is a known possible adverse event listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, surgical site infections (ssis)are among the most common nosocomial infections in the u.s. Without a lot number, a review of the mfg records could not be conducted. Additionally, the info provided indicates that the mesh remains implanted. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.